Manufacturer narrative:
Correction: b, d, e, f, h. The complete initial reporter facility name that is provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water pump seems to be running slow in an arctic sun device. Per review of wo on 21oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device sent to onsite by replacing the circulation and mixing pump. Per sample evaluation results received via task on 08jan2025, the temperature cable was not working.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water pump seems to be running slow in an arctic sun device. Per review of wo on 21oct2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device sent to onsite by replacing the circulation and mixing pump. Per sample evaluation results received via task on 08jan2025, the temperature cable was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name that is provided is (B)(6). The initial reporter phone number that is provided is (B)(6). The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water pump seems to be running slow in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device sent to onsite by replacing the circulation and mixing pump.